Event description:
Falsely elevated troponin I result of 0.91ng/ml was obtained on a patient. A sequential sampling result of 0.03 ng/ml was obtained. The first sample was tested in the same instrument and a result of 0.00 ng/ml was obtained. The falsely elevated troponin I result was reported to the physician. Treatment consisting of anticoagulant therapy was given to the patient. However, there was no report of adverse health consequence as a result of the reported falsely elevated troponin result. Analysis of the instrument by a dade behring field service representative indicated that the most likely cause for the falsely elevated troponin I result was misaligned instrument probes.